Event description:
It was reported that patient experienced dissatisfaction with girth and rigidity of his inflatable penile prosthesis (ipp) device. Patient underwent an explant procedure. Device was explanted and replaced with a different manufacturer device. No adverse patient effects.